Event description:
Per dr., hologic unit was not functioning properly. There was excess leaking of fluids with kit. Cartridges did not seem to be working as normal despite proper loading. Manufacturer response for fluid management system, fluent fluid management cartridge (per site reporter). Escalating over the past 1+ yrs, no resolution.